Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3487a-33, lot # j0519125v, implanted: (B)(6) 2006, product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3487a-33, lot # j0461574v, implanted: (B)(6) 2006, product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was confirmed over a month later that the implant was overdischarged, it was dead. A physician mode recharge (pmr) was being done.

Event description:
The spinal cord stimulation (scs) ¿quit working. It won¿t charge anymore. It¿s been losing its charge more quickly and r/c is more frequent. Last night it wouldn¿t recognize the charger at all¿. This has been occurring for several months. Last week the patient recharged but last night she was not able to recharge at all. In regards to how often the patient recharged previously, ¿I really don¿t remember all the particulars.¿ the last recharge was ¿about a week ago.¿ a communication problem was reported. The recharger showed a picture of the ¿device¿, a circle with a finger pointing. The patient has repositioned the recharger antenna over the ins and indicated it would still not communicate. The patient was not remembering things well. The patient programmer (pp) did not sync either. The patient stated ¿it¿s dead. It won¿t hold a charge either.¿ in regards to the pp ¿it functions, it just won¿t turn anything on.¿ when using the pp the poor communication screen comes up and this was the screen that has been coming up. Additional information has been requested.

Event description:
Follow up information received reported that the pmr procedure did restore the ins battery. The patient was reported as doing well. If additional information is received, a follow up report will be sent.